Event description:
It was reported that the operating room nurse noted the collect had slipped off the connector/detached from the connector. During a pump implant procedure, no obvious problem was detected when the package was opened. However, the collet was found being slipped off when the connector was removed from the package. This particular issue could be solved using the accessory kit and therefore an accessory kit was unpacked for use. No particular problem resulted as the device from the accessory kit was used. However, it was not possible to collect the product as the patient had hcv. No patient symptoms were reported. The patient status was not reported nor the drug the device system was to infuse.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n435212005, product type: catheter. (B)(4).